Event description:
It was reported that the pulse generator exhibited a sensing anomaly and no output on the atrial channel. During pocket revision, it was difficult to disconnect the leads, a setscrew anomaly was suspected. The leads were tested with the analyzer, all electrical parameters were normal. The device was explanted and replaced. The patients remained stable throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.